Event description:
During an operation on this pt with severe head trauma, the anesthesiologist disconnected the ventilator circuit to suction the pt for perhaps 15 sec. When the ventilator circuit was reconnected, the ventilator did not resume operation as the physician expected. There was a delay of up to a minute before the ventilator began operating as expected.